Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a jetstream xc 2.1mm atherectomy catheter. The shaft and device were visually inspected for damage. Visual examination showed damage in the form of buckling and kinks on the catheter shaft. The damage was in various areas from 1cm from the tip to proximal 19cm. The infusion line was buckled at 1cm from the tip. A .014 thruway guidewire was used for testing and the guidewire transcended through the device but showed some restriction due to the kinking damage on the shaft. Functional testing was performed which revealed the device primed and ran as designed. The device was run for a period of 3 minutes in blades up and blades down modes with no issues or errors. The rex function was analyzed and no issues were noticed. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that the device blades stopped spinning and the device became stuck on the guidewire. A 2.1 mm jetstream xc atherectomy catheter was selected for an angiogram procedure in the distal superficial femoral artery (sfa) and proximal popliteal artery in an unspecified limb. The catheter was used over a 0.14 x 300 cm thruway guidewire. 4.5 cc of rotaglide in a 500 cc bag of 0.9% normal saline was used as a lubricant. During the procedure, as device was traveling through the calcified lesion, the device started to bog down and the blades stopped rotating. The device also became stuck on the guidewire, causing a kink in the guidewire. The catheter and the guidewire were then removed from the patient together. After a lot of time and effort, the device was able to be removed from the wire and then removed from the patient. A different device was selected to complete the procedure. The patient experienced no complications and was fine post procedure.